Event description:
The facility returned the device for service. During product evaluation the pump¿s batteries were found to be depleted. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted main batteries was confirmed. Inspection of the device found the pump¿s main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.